Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastostomy device was involved in a event on three days earlier (patient age, gender and weight unknown). According to the complainant, the "locking adapter of the button got damaged when it was attempted to remove the feeding tube from button. Excess force was not applied." The device was replaced with a second corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Other (locking mechanism damaged). The complainant was unable to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been discarded. A device evaluation is not available; therefore, the cause of reported issue cannot be determined.